Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 04/04/2024, it was reported that the patient experienced presyncope and diaphoresis. The cgm was reading 124 mg/dl did not alarm because it was in range. The blood glucose was not checked. The patient attempted to self treat his symptoms with carbohydrates; however, he passed out. An ambulance was called. When he woke, he was in the ambulance. When he checked his receiver, the egv was 90 mg/dl while the bg was 51 mg/dl. When they arrived at the hospital, they gave him a tube of glucose stuff. They also gave him orange juice and a sandwich. When his blood sugar came back to an average level, they discharged him and sent him home. At the time of the call, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.